Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and confirmed the event reported by the customer. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device (ccd) was not good causing image blackout. Based on the results of the investigation and the provided information, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during service / maintenance, the videoscope, had a b30 (scope communication error) alarm. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the charged coupled device (ccd) was not good causing image blackout. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.